Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2021-00519. It was reported the patient's leads had migrated. The issue was observed via x-rays. As a result, the patient underwent surgical intervention on (B)(6) 2021 during which the leads were repositioned. The procedure concluded with no complications and effective therapy was established post-operatively.